Event description:
Event description cpi received information that this bipolar lead had dislodged. An invasive procedure was performed, the physician elected to cap and replace the lead with a new bipolar lead. The physicians manual 352527-003c, page 15, lists displacement as an adverse effect.